Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the tissue pad fell off the clamp arm. The tissue was retrieved from the patient. A second like device was used to complete the procedure. There were no patient consequences reported.